Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to recurring incontinence and urethra atrophy. The device was removed and replaced with a smaller cuff. No further patient complications were reported.